Event description:
It was reported the pt was experiencing some pain at her ipg pocket site. The pt stated the pain occurred when she bent down or got up from a sitting position. It was also noted the pt had gained some weight since the implant of her scs system. The pt was to follow-up with her physician.

Manufacturer narrative:
Correction/removal reporting number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.